Event description:
Customer stated she had spinal surgery (B)(6) 2012. Alleges tegaderm dressings were used to secure leads on her arms and legs. States she has known sensitivities to adhesives and symptoms develop very quickly. Alleges she developed redness and blisters were tegaderm had been placed and was given a prescription for topical steroids and a medrol dose pack. Alleges she also had symptoms of redness on her face and neck. States symptoms were relieved with medications.

Manufacturer narrative:
Method: device not received. Results: no evaluation performed. Conclusions: device not returned no evaluation can be performed. Device not provided to manufacturer for evaluation. Complaint type is being monitored and analyzed.